Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary diagnostic procedure. Reportedly, during deployment it was felt like there was no starclose se clip. When the device was removed, bleeding continued. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.